Event description:
It was reported that the patient presented for an implant procedure. During right ventricular (rv) lead implantation, when the physician attempted to position the rv lead in the rv apex, it was noted that the rv lead exhibited loss of capture and noise over-sensing which resulted in pacing inhibition. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and over sensing noise were not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.